Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold and stored episodes of noise were observed. Noise was not reproducible in clinic. Lead was explanted and replaced. Patient will be followed normally.